Event description:
(B)(4).

Manufacturer narrative:
The customer¿s report that the source device motor was grinding during an infusion could not be replicated during testing. An analysis of the pump module event and error logs did not reveal any anamolies associated to or possibly contributing to the reported incident of ¿grinding noise¿. Functional testing performed on the returned device identified no irregularities. Results from asm preventive maintenance observed the device in good working condition and operating in specification. A review of the device history record showed the device had a manufacture date of 05aug2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode.

Manufacturer narrative:
The customer¿s report that the source device motor was grinding during an infusion could not be replicated during testing. An analysis of the pump module event and error logs did not reveal any anomalies associated to or possibly contributing to the reported incident of ¿grinding noise¿. Functional testing performed on the returned device identified no irregularities. Results from asm preventive maintenance observed the device in good working condition and operating in specification. A review of the device history record showed the device had a manufacture date of 05aug2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode.

Event description:
Motor grinding during infusion. Bk02 - bracket- damaged/cracked, iu05 - iui- damaged pin, iu05 - iui- damaged pin. It was reported that the motor was grinding during an unspecified infusion. There were no adverse consequences to the patient. Although requested there was no additional information provided by the customer.